Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the pump and cuff were removed and the balloon was deactivated. Upon removal, fluid loss was noted due to a hole in the cuff. There were no patient complications reported.